Event description:
Boston scientific received information that the patient with this device went to the clinic after hearing tones being emitted from the device. When the device was interrogated, it was discovered that the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There is a concern that the battery appeared to be depleting more quickly than expected. No adverse patient effects were reported.

Manufacturer narrative:
The physician is deciding what steps to take next with this patient. No additional information is available. Once any additional information does become available, this report will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
A request for a memory download was made but has not yet been able to be performed. Attempts made by the field representatives to contact this patient to bring them back to the clinic for the download have been unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.